Event description:
Pt underwent an artificial embolization procedure for treatment of aortopulmonary collateral vessels causing pleural effusion following a fontan palliative surgical procedure. During the embolization procedure, one of six coils placed, dislodged and floated to the basilar artery. The coil was retrieved without incident. Due to risk of thrombosis, a brain CT scan was performed and was normal. Pt was placed on anticoagulation therapy. Additional effects of embolization coil dislodgement and retrieval are unk.